Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that the blower had high temperature. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report high blower temperature. A field service engineer (fse) went on site and confirmed the reported issue. The fse replaced the turbine to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Ventilator/blower temperature is high. Not in clinical use and no reports of patient/user harm or injury. Investigations is ongoing.